Event description:
It was reported that a cartridge alarm occurred for about a week and customer experienced high blood glucose, with the meter showing ¿high¿ but no specific value known. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.